Event description:
It was reported that a file separated in the canal during a procedure. As a result, a root end resection procedure was performed.

Manufacturer narrative:
In this case, it was reported that a file separated during a procedure. As a result of this malfunction, a root and resection procedure was performed to preclude permanent (irreversible) damage to a body structure, though immediate treatment of this nature is inadvisable per expert opinion provided by dr. Even so, this event meets the criteria for reportability per 21 cfr part 803. The device was returned for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.